Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that within a couple months of a routine device replacement procedure, the lead was 'sticking out through the skin'. The lead was repositioned and remains in use. The patient noted that recently, the lead was once again starting to erode through the skin. The lead will be repositioned and remains in use. No further patient complications have been reported as a result of this event.